Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure. They tried to go to air mode and only fluid would push through. The customer indicated they tried clamping the infusion portion and tried increasing the pressure but only fluid would go through. They let the bottle run out, and the surgeon manually inflated the eye. The system was rebooted and the procedure was completed without harm to the patient. This is one of two reports for this facility.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 18, 2015. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).